Manufacturer narrative:
A review of lot file b130 was performed. There were no nonconformances associated with this event type reported for this lot number. This lot met all release requirements. A complaint lot review of b130 was conducted and there were no other leak/spill at pressure dome reported to date for this lot. No trends were detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the leak cannot be determined based solely on the info provided by the customer. (B)(4).

Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as reporter. Customer reported a pressure dome leak just after injection of uvadex. Customer pressed photoactivation then alarm 17 was posted. Customer was rinsing the line through the luer lock and noticed there was a leak under the pressure dome. Customer aborted the treatment. Customer stated that the pt was fine. Customer did not return any product for investigation.